Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Visual inspection revealed that the inflation valve was extended halfway out of the tubing and the seal was missing. Based upon the received condition of the device, the reported failure "the black inflation valve popped out" is confirmed. This problem is currently being investigated in our CAPA process. A lot history record review was completed for the product. There was no nonconformance for the reported lot. (B)(4).